Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that on (B)(6), patient felt a jolting sensation, with a crack, sound or whistle in their ear. The sound was loud enough for the patient¿s husband to hear. The same event occurred 4 more times within the hour on the evening it occurred. The patient turned their implantable neurostimulator (ins) off for several hours after the issue occurred. After the first jolting, the patient described an arching of the back that occurred on the right side of their ear and head. The patient¿s ins is implanted in their left clavicle with leads into their peripheral neck. It was noted that electrodes 8 and 12 were above 10,000 ohms; possible lead shorts were discussed. It was mentioned that the event has not happened since (B)(6) with their ins on. The patient also stated they have needed to increase stimulation over the past several months, but it appeared to be for more pain management. The rep has set up a few other programs with lower pulse widths for the patient to try, which seemed to smooth their sensations. The patient was told by their managing physician that their ins caused the issue. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.